Event description:
It was reported that during a heavily calcified and heavily tortuous mid right coronary artery stenting procedure, the lesion was not pre-dilated. The xience v rx stent delivery system (sds) was inserted through a 5-6 guide liner along with a buddy wire. The guide liner was in a 6f guide catheter. The stent delivery system was unable to cross through an acute bend proximal to the lesion. During removal of the sds, it was noted that the stent was dislodged from the balloon, proximally and on the shaft of the sds. Everything was removed as one unit. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal buddy wire; whisper xtra support guide wire. Guide cath: hl1 guide catheter 6f; 5-6 guideliner. (B)(4): lesion was not pre-dilated prior to attempted stent deployment. Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the stent implant, balloon and shaft and no contrast visible. The stent implant was dislodged from the balloon and was returned on the shaft. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The balloon was tightly folded. There was no other damage noted to the sds, which suggests that a product deficiency did not contribute to the reported complaint. The protective sheath was not returned. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. In this case, the lesion was described as heavily calcified and heavily tortuous, which likely contributed to the reported failure to advance/cross the lesion. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. In-process testing such as 100% visual and dimensional inspections and lot release destructive testing such as stent placement/security met specification. It should be noted that the xience v everolimus eluting coronary stent system instruction for use instructs the physician to pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is likely that the reported user error contributed to the reported complaint. The lot history record was reviewed and a query of the complaint handling database for similar incidents was performed for this lot and there is no indication of a product quality deficiency. In this case, it was reported that an attempt was made to advance/cross a heavily calcified, heavily tortuous lesion via direct stenting (no- dilatation), which most likely caused or contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement.